Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was unknown. The reason for use was non-malignant pain and failed back surgery syndrome. It was reported that there was an empty pump. The caller did not have access to the pt/8840. Alarms were heard but no 8840 programmer is available. The caller believes the pump is empty because the ER (emergency room) physician indicated pump alarms are going off. The time lapsed since last refill date was unknown. The ER contacted the rep today ((B)(6) 2018) informing her of pump alarming. The caller stated she knew the pump was at eos (end of service) due to the implant date of (B)(6) 2011. They indicated that the patient was due for a replacement, but the replacement did not get scheduled because the doctor that normally does the replacements is not doing them anymore. It was suggested to interrogate the pump to confirm empty reservoir alarm. They could not do troubleshooting due to lack of access to the product. The caller plans to interrogate the pump to confirm eos and update the pump to an off state since there is no one to replace it at this time. There were no symptoms reported. The patient is not experiencing symptoms of withdrawal and has been supplementing with oral medications.